Event description:
It was reported that this right atrial (ra) lead was exhibiting oversensing of noise. All other ra measurements were within range. The ra lead was reprogrammed and remains in service. No adverse patient effects were reported.